Event description:
It was reported that a charger for the ilet system would not charge the device despite attempted troubleshooting, including trying an alternate power plug. Customer care provided support that included replacement logistics. Investigation of this case revealed a suspected malfunction of the charger component, with failure to provide power as intended. No clinical symptoms during the event reported. Outcomes included no impact to the user¿s health or need for medical care. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure consistent with charger malfunction and replacement charger was warranted.